Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.25x12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was performed. The device was re-advanced however, it was noticed that the mid portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.